Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Gallbladder removal - "during handling of the device, the clips are crossing so unusable. A new device was used." Patient status: ok. Incident date: (B)(6) 2015.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering attempted to actuate the unit, resulting in dry firing. Engineering actuated the unit at different angles on tubing to attempt to replicate the customers' experience of clips scissoring. The root cause of the scissoring experienced by the customer may have been the result of the application structure size or the location of the vessel within the clip, which prevented proper clip closure. Engineering was unable to recreate the scissoring at adverse application orientations. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.